Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that black liquid came out of the bronchovideoscope. The issue occurred after the device was cleaned during reprocessing following a therapeutic procedure. The procedure was completed using the device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3, h4 & h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.